Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "product was opened, but the outer film wasn't completely torn off".

Event description:
Healthcare professional reported "product was opened, but the outer film wasn't completely torn off" for an unknown side. Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: tyvek or thermoform sticking: observed, delamination on the external thermoformed lid. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "product was opened, but the outer film wasn't completely torn off" for an unknown side. Device was not implanted.

Event description:
Healthcare professional reported "product was opened, but the outer film wasn't completely torn off" for an unknown side. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: observed. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.